Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. The ok, stop, and up/down arrows push buttons illuminated; however, the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to a burnt transformer on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank after treatment was completed in step 8. The power cord was properly connected in both ends and cycler plugged directly into a three prong wall outlet that was not being shared. There were no recent power outages reported in the home or the area. The ok and stop key lights were on. The peritoneal dialysis nurse (pdrn) tried the cycler at the clinic; however, the screen was still blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their pdrn of the event. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated that there were no adverse events or medical intervention required as a result of the reported event. The patient was able to complete treatment on the cycler. The pdrn reported that the new cycler was received and being provided to the patient on (B)(6) 2018. The cycler was returned to the manufacturer and upon physical evaluation of the cycler, it was identified that the transformer on the inverter board was burned.